Manufacturer narrative:
The root cause for the reported events cannot be determined. It is unknown if the event occurred in the implanted eye. This complaint was opened from information provided by a consumer when requesting how to store their iol for their fellow eye until the surgery. The consumer provided the information that they had diabetes and inflammation concomitantly, which led to complications (eye infection) and hospitalization after the surgery; the consumer mentioned that these events were not related to the implanted iol. Further information was requested pertaining to which eye exhibited the issue, and the site the patient procured the lenses from was also requested. Iols are to be sold to medical professionals only and not the general public. The consumer declined to provide any further information when contacted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. UDI number is not available due to the limited information provided by the reporter. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure in her right eye, diabetes and inflammation in her body (not specified) led to an eye infection and hospitalization after the surgery. She mentioned that these events were not related to the implanted iol. It was noted that the consumer had left the hospital a day after the procedure in a healthy condition. Additional information has been requested; however, the consumer declined to provide any further details.